Manufacturer narrative:
Correction to initial MDR: UDI number ¿ (B)(4) was added in error. The correct UDI number is (B)(4).

Event description:
Correction to initial MDR: UDI number ¿ (B)(4)was added in error. The correct UDI number is (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the entire system was explanted for infection. During the procedure the av node was knocked out and a temporary lead was implanted for temporary pacing. This did not adversely affect the patient or cause any additional symptoms. The patient was stable before, during, and after the procedure and monitoring will continue.